Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported a sample which was later identified with anti-fyb, showed no reaction with homozygous fyb screening cell using 0.8% surgsicreen lot # vss626 cell#3. Testing was on the provue. According to customer, sample in question was initially tested on (B)(6) 2014 using screening cells lot # vss626 and mts anti-igg card. Cell# 1 demonstrated a 1+ (fyb+ heterozygous). Cells# 2 and 3 were negative (cell# 3 is fyb+ homozygous). Due to positive antibody screen, additional testing was performed with two different 0.8% resolve panels and all homozygous/heterozygous fyb cells on panels reacted 2+ / 1+. Customer ID anti-kell and anti-fyb with panel testing. Customer did see positive reaction with screening cell # 1, but maybe the positive reaction was due to the kell antibody and not fyb. A new patient sample was recollected and retest with vss626 on (B)(6) 2014 and reactions were exactly the same with no reaction noted with homozygous fyb+ cell# 3 ocd recommended customer repeat testing of cell #3 with homozygous cell for 30 mins. Customer states that after 30mins incubation, cell #3 still showed no reaction. Ocd discussed biological variability of donor and sample.